Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown trident left hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that the patient began to experience pain shortly after the surgery. Pain progressively got worse. Patient states she broke out in hives all over the body. Patient states that she had high metal counts in her blood. Chromium level was 9.1 and cobalt level was 610mcg. Due to this, she was required to have a revision surgery on (B)(6) 2013. Patient states that she is in a debilitating state of health and is inquiring about stryker helping out with her expenses.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain and squeaking in the left hip involving a trident alumina insert was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. Medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿no determination can be made regarding the 'persistent pelvic pain' in this patient which has not been shown to relate to the total hip arthroplasty components. [¿] stripe-wear described in the alumina head at revision surgery suggests subluxation of the hip with the horizontal lateralized acetabular component. This has been associated with increased incidence of noise phenomena in ceramic-ceramic hip arthroplasty. This may be relevant in this case. There is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this patient¿s clinical problems.¿ device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: a review of the medical records by a consulting clinician indicated the root cause of the reported squeaking may be related to the position of the shell. There is no evidence the reported pain was related to the device. The event was determined to be under the scope of CAPA, which was raised to evaluate reports of squeaking involving trident ceramic-on-ceramic total hip arthroplasties. The following other hip devices were also listed in this report: trident hemispherical cluster 52mm; cat# 502-01-52e; lot # 10381301. Accolade plus tmzf hip stem #2; cat# 6021-0230; lot # 9933501. Alumina v40-femoral head 32mm, +0mm nk; cat# 6565-0-132; lot # 10334306. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot # 12964501. 6.5 cancellous bone screw 30mm; cat# 2030-6530-1; lot # 22728403. 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot # 22108304. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient began to experience pain shortly after the surgery. Pain progressively got worse. Patient states she broke out in hives all over the body. Patient states that she had high metal counts in her blood. Chromium level was 9.1 and cobalt level was 610mcg. Due to this, she was required to have a revision surgery on (B)(6) 2013. Patient states that she is in a debilitating state of health and is inquiring about stryker helping out with her expenses. Update: a review of the revision operative report indicates the primary insert and head were revised due to squeaking. There was also scar tissue removal and a psoas tenotomy.